Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing and bench handling without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a 76-year-old female patient, the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to monitor a 76-year-old female patient, the device would restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.